Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high out of range pace impedance measurements of greater than 3000 ohms and high capture threshold. This lead was subsequently explanted, replaced and has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.